Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's force sensor background test could not be cleared. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs. The event log history review confirmed the reported issue as force sensor test, check syringe plunger sensor alarms were identified. The main cause of customer¿s complaint was the faulty main board, force sensor and plunger pcb. The main board, force sensor, and plunger pcb were replaced to fix the issue. The left plunger sensor was also replaced as it had cracked. The device was calibrated and greased. The device then passed all functional tests.